Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07013. It was reported the patient stopped getting adequate stimulation in (B)(6) 2014 due to a fall. The exact date of event is unknown. As a result, the patient's leads were explanted and replaced on (B)(6) 2015. The patient received effective therapy post op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.